Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic follow-up, there were episodes of non-sustained right ventricular oversensing (nsrvo) resulting in post-paced t-wave oversensing (pptwo) with fusion of intrinsic and pacing rates. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event and the patient was stable.